Manufacturer narrative:
Date of event the exact date of the event was not reported. The device is not available for analysis. A review of the rezum IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of the information available, pain is a known risk associated with the use of the device and is noted as such in the instruction for use (IFU). An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that a patient had a convective radiofrequency water vapor thermal therapy procedure and noted that he had pain and it hurt and did nothing. No further information has been provided.